Manufacturer narrative:
(B)(4). Date sent: 4/29/2020. D4: batch #t94v6x. Investigation summary the device was returned with no apparent damage, with the blade tip intact and not broken off as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was received: a second device harhd36 with serial number (B)(6) has been received to be analyzed, please provide the following information: ? Was this device used to complete the procedure? If not, what was the issue with this device? ? No. Another device was used to complete the case. ¿clean blade¿ was displayed after the device exfoliated the target tissue for about 10 minutes. The blade was cleaned with a wet gauze, and the device was used again, but the blade was broken off soon after the same error occurred. No further information will be available. Did the generator display any error messages and if so what were they? ""Clean blade"" was displayed. No further information will be available. ? Did the device pass the pre-test? No further information will be available. ? Had the device been working and then stopped? The device was working but ""clean blade"" was displayed and the blade was broken. No further information will be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: the blade was retrieved from the patient with a forceps via a trocar. The broken piece of the blade was returned with the device. The patient is stable.

Event description:
It was reported that during a laparoscopic hepatectomy, ¿clean blade¿ was displayed after the device exfoliated the target tissue for about 10 minutes. The blade was cleaned with a wet gauze and the device was used again, but the blade broke off soon after the same error occurred. The broken pieces were retrieved from the patient with a forceps via a trocar. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.